Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited peeling of the adhesive on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the failure was likely caused by external factors or handling of the device. However, a definitive root cause could not be identified. The event can be detected by following the instructions for use (IFU): chapter 3 "preparation and inspection", section 3.3 "inspection of the endoscope", which provides guidance on how to inspect the device for the subject event. Olympus will continue to monitor field performance for this device.